Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: an empty opened foil, a labeled winding former with a re-parked needle/suture were received for evaluation. During the visual inspection of the sample, body fluids and tissue could be observed along the strand. The barbs present with damage, deformation and many are missing from use of a surgical instrument. In addition, the fixation tab was not present as it was detached from the stand because of stress applied. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause is an improper handling.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a myomectomy surgery on (B)(6) 2019 and the barbed suture was used. It was reported that the barbed suture broke when sewing. Another like suture was used to complete the surgery. There were no patient's consequences reported.